Event description:
On (B)(6) 2022 a biomimics 3d (bm3d) stent was being implanted in a heavily calcified segment of vessel. The physician did not pre-treat the vessel as the delivery system (ds) could pass through the vessel. The stent deployment had been initiated and 3cm (30mm) of the 6 x 150mm stent had emerged when the stent snapped. A portion of the stent remained in the patient's vessel. The physician then removed the ds and proceeded to reline the broken portion of the stent with an additional bm3d stent. This stent deployed successfully and there is no reported harm to the patient. The physician hypothesised that a possible reason for the stent snapping could be due to the severely calcification in the vessel which the stent caught on during deployment. The physician also reported that the tuohy borst valve was very loose during deployment. The device is being returned to veryan for evaluation.

Manufacturer narrative:
The complaint investigation is still in progress. The device is returning for evaluation and any additional information received will be provided as an MDR supplemental follow-up report.

Event description:
On (B)(6) 2022 a biomimics 3d (bm3d) stent was being implanted in a heavily calcified segment of vessel. An ipsilateral approach was used during the procedure. The superficial femoral artery (sfa) was the target site. There was no vessel occlusion. The physician did not pre-treat the vessel as the delivery system (ds) could pass through the vessel. A 6fr short cordis® access sheath was used with a 0.035" cook® fixed core guidewire. The physician believes the entry angle could have been steep but is unsure due to scarring. The stent deployment had been initiated and 3cm (30mm) of the 6 x 150mm stent had emerged when the stent snapped. A portion of the stent remained in the patient's vessel. The physician then removed the ds and proceeded to reline the broken portion of the stent with an additional bm3d stent.the target site was prepared using balloon angioplasty and another three bm3d devices was used (1 x bm3d 6 x 60 to reline the portion of stent that remained in the vessel, and 2 x 6x100 bm3d devices) to finish the procedure successfully. These stents deployed successfully and there is no reported harm to the patient. The physician hypothesised that a possible reason for the stent snapping could be due to the severely calcification in the vessel which the stent caught on during deployment. The physician also reported that the tuohy borst valve was very loose during deployment. This could have been due to the operator actions during the procedure.

Manufacturer narrative:
A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. The bm3d delivery system was flushed in accordance with the IFU. The 6 x150 bm3d delivery system (ds) was advanced to the target site. Notable resistance was first felt during initiation of deployment. According to the physician, the pin luer was held in a fixed position. Approximately 3 cm into deployment, the end of the stent fractured. 1) complaint device evaluation: initial observations of the device found that the delivery system had noteworthy kinks, approximately halfway down the outer braid and approximately 40 mm from the proximal end of the outer braid. The kinks visible on the ds were potentially caused by the way in which it was packaged after the attempted deployment. It is apparent that there is a significant cast on the complaint device. It was observed that the bond between the bifurcation hub and the outer braid had separated. This was not mentioned in the initially reported information. The device was received with the tuohy borst tightened. It must be noted that when the tuohy borst valve was loosened it was observed that the female part of the bond became separated. The parts of the tuohy borst valve did click back into the correct position when a force was applied. There were no damaged components of the valve, it was as if the male and female part of the bond were pulled apart when it was loosened during the procedure. The outer braid was elongated. The portion of stent remaining in the ds was deployed and expanded as expected. There were 37 crowns intact and 11 crowns unaccounted for which is the portion that remained in the vessel. 2) investigation determination: the outer braid elongation and separation of the outer braid from the bifurcation hub suggest that a high deployment force was applied due to resistance experienced during the initial deployment. This may have been due to the steep angle at the entry point reported in combination with the heavy calcification in the vessel. The IFU states "warning: if unexpected resistance is felt at the start of the deployment, do not force the movement of the bifurcation luer; instead, carefully withdraw the sds without deploying the stent." It is likely that there was an increased deployment force present in this complaint case. It is highly likely that the bond failure between the outer braid and bifurcation hub and subsequent separation occurred during the deployment. This would have prevented the physician from completing the deployment, forcing the physician to remove the ds from the patient, fracturing the partially deployed stent in the process and causing the portion of deployed stent which had emerged from the ds to remain. It is possible that the additional angioplasty performed by the physician after removal of the complaint device would have sufficiently prepared the vessel which could have subsequently allowed for the successful deployment of the additional bm3d stent(s). The loose tuohy borst valve is likely a result of how it was used during the procedure as reported by the physician that the fellow operating the valve may have loosened it. The issue involving the tuohy borst valve would not have had any impact on the complaint events as the physician was able to track the device to the target region without any issues, this would suggest that the tuohy borst valve performed as intended. 3) summary: the complaint was categorised as a partial deployment due to the resistance and high deployment force required during deployment. It is possible that the high deployment force/ resistance caused by the conditions of the vessel led to the bond failure and separation of the outer braid and bifurcation hub, preventing the completion of the deployment. At this point the physician is believed to have fractured the stent while attempting to remove the delivery system, additional vessel preparation was performed prior to deploying the subsequent stents. Once there was additional vessel preparation performed by the physician, the subsequent stents all deployed successfully. This would suggest that the vessel was not sufficiently prepared prior to the attempted deployment of the complaint device. The root cause of this complaint is insufficient vessel preparation. Sections b.5. And h.6. Have been updated. If any additional information is made available it will be submitted as a follow-up report.

Manufacturer narrative:
Since submission of the previous MDR supplemental (2022-00049_01), additional information was received, which included additional information from the physician including angiographic images which were returned. See updated section 1) and additional section 3). The investigation involved : 1) communication/interviews: the complaints investigation team obtained additional procedural details via the complaint site. The target site was a heavily calcified lesion of the whole superficial femoral artery (sfa). There was no occlusion present. The physician elected not to prepare the target site as the biomimics 3d (bm3d) system could be advanced through the vessel. A 6fr short cordis access sheath was used with a 0.035" cook fixed core guidewire. The physician believes the entry angle could have been steep but is unsure due to scarring. The bm3d delivery system (ds) was flushed in accordance with the IFU. The 6 x150 bm3d delivery system was advanced to the target site. Notable resistance was first felt during initiation of deployment. According to the physician, the pin luer was held in a fixed position. Approximately 3 cm into deployment, the end of the stent fractured. The ds along with the portion of stent still remaining within the delivery system, was then removed from the patient. Prior to insertion of a second stent, the vessel was prepared using balloon angioplasty. Another 6 x 60mm bm3d was then used to reline the fractured portion of the stent and this stent deployed successfully following vessel prep. Two more 6 x100 bm3d stents were placed in the sfa, and vessel preparation in the form of balloon angioplasty was also performed prior to the placement of both stents. These stents also deployed successfully. Additional information provided by the physician following completion of the investigation, highlighted that the physician had not noticed any separation of the outer braid to bifurcation hub bond. The physician could not confirm at what point the separation between the outer braid to bifurcation hub occurred. 2) complaint device evaluation: initial observations of the device found that the delivery system had noteworthy kinks, approximately halfway down the outer braid and approximately 40 mm from the proximal end of the outer braid. The kinks visible on the delivery system were potentially caused by the way in which it was packaged after the attempted deployment. It is apparent that there is a significant cast on the complaint device. It was observed that the bond between the bifurcation hub and the outer braid had separated. This was not mentioned in the initial feedback as reported. The device was received with the tuohy borst tightened. It must be noted that when the tuohy borst valve was loosened it was observed that the female part of the bond became separated. The parts of the tuohy borst valve did click back into the correct position when a force was applied. There were no damaged components of the valve, it was as if the male and female part of the bond were pulled apart when it was loosened during the procedure. The outer braid was elongated. The portion of stent remaining in the ds was deployed and expanded as expected. There were 37 crowns intact and 11 crowns unaccounted for which is the portion that remained in the vessel. 3) angiographic imaging review: the images that were returned confirmed that the sfa was highly calcified. It was also identified that vessel preparation was not conducted on the target lesion of the sfa but was conducted on the proximal popliteal arterial segment. This aligns with the information that was reported. No angiographic images were provided for the stent deployment. The images provided show the segment of artery where the fractured piece of the partially deployed stent remained in the vessel. The images also showed the segment which was treated with balloon angioplasty and treated with additional stents as per the reported information. 4) investigation determination: the outer braid elongation and separation of the outer braid from the bifurcation hub suggest that a high deployment force was applied due to resistance experienced during the initial deployment. This may have been due to the steep angle at the entry point reported in combination with the heavy calcification in the vessel. The IFU states "warning: if unexpected resistance is felt at the start of the deployment, do not force the movement of the bifurcation luer; instead, carefully withdraw the sds without deploying the stent." It is likely that there was an increased deployment force present in this complaint case. It is highly likely that the bond failure between the outer braid and bifurcation hub and subsequent separation occurred during the deployment. This would have prevented the physician from completing the deployment, forcing the physician to remove the ds from the patient, fracturing the partially deployed stent in the process and causing the portion of deployed stent which had emerged from the ds to remain. It is possible that the additional angioplasty performed by the physician after removal of the complaint device would have sufficiently prepared the vessel which could have subsequently allowed for the successful deployment of the additional bm3d stent(s). The loose tuohy borst valve is likely a result of how it was used during the procedure as reported by the physician that the fellow operating the valve may have loosened it. The issue involving the tuohy borst valve would not have had any impact on the complaint events as the physician was able to track the device to the target region without any issues, this would suggest that the tuohy borst valve performed as intended. 5) summary: the complaint was categorised as a partial deployment due to the resistance and high deployment force required during deployment. It is possible that the high deployment force/ resistance caused by the conditions of the vessel led to the bond failure and separation of the outer braid and bifurcation hub, preventing the completion of the deployment. At this point the physician is believed to have fractured the stent while attempting to remove the delivery system, additional vessel preparation was performed prior to deploying the subsequent stents. Once there was additional vessel preparation performed by the physician, the subsequent stents all deployed successfully. This would suggest that the vessel was not sufficiently prepared prior to the attempted deployment of the complaint device. The assigned root cause category of this complaint is insufficient vessel preparation. The category of complaint and cause category remain unchanged following receipt of the additional information. Section h.10. Has been updated.